Event description:
It was reported that after acquisition of a biopsy sample from the breast, resistance was encountered during the removal of the needle from the introducer. The physician was stabilizing the introducer in the breast with her left thumb and forefinger. When she attempted to remove the probe from the introducer, it felt like something was "catching," or preventing the probe from being removed. She then applied additional backward force; however, the introducer slipped through her fingers and started to come out of the breast with the probe. The physician instinctively tried to correct the withdrawal motion to stop the introducer from coming out of the breast by quickly pushing the probe and introducer forward; however, both pieces had already cleared the skin and the quick forward motion caused the tip of the probe to pierce the physician's left forefinger. The pt did not have any bloodborne pathogens and physician was not concerned of adverse clinical consequences arising from contamination with the pt's body fluids; however, a tetanus shot was administered to the physician in the ER immediately after the procedure as a precaution. The physician is currently reported to be doing well.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway. This device (biopsy probe) was used in the same pt concurrently with the introducer identified in MDR # 2020394-2013-00345. It has been determined that the unique handling of the devices by the user resulted in the needlestick from the probe. There has never been an event that is similar in the way that the needlestick occurred, and it has been determined that this case is an isolated event that is unlikely to recur.